Event description:
It was reported that during a da vinci-assisted bilateral inguinal hernia surgical procedure, the 8mm force bipolar instrument would not open by using the instrument release kit (irk). The instrument cable came off and an o-ring was floating in the middle of the jaws. The customer had to take the whole cannula out to remove the instrument. The procedure was completed with no reported injury. The force bipolar instrument is a multi-use instrument with bipolar energy capability. This instrument is designed for dissection, grasping, retraction, and bipolar coagulation of tissue. This instrument allows the user to temporarily apply a strong grip mode, depending on surgical needs. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However; no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) confirmed/ replicated the customer reported complaint. Failure analysis found the primary failure of the broken grip cable to be related to the customer reported complaint. For clarification, the force bipolar instrument was found to have a broken grip cable at idler pulleys. The idler pulleys at the proximal clevis spun freely and did not exhibit any damage. There was damage found on the instrument proximal clevis or cable hole. Other cables at the wrist were not damaged. The force bipolar instrument housing was removed from the back end, no damage was observed. As a result, the instrument can loose intuitive motion functionality and fail to engage properly with the in-house system. The root cause of the broken grip cables at the distal is attributed to a component failure. Additional observation(s) not reported by site were also identified: the force bipolar instrument was found to have a frayed grip cable at the distal idler pulley. The frayed cable strands stuck out at the wrist. The root cause of the frayed grip cables at the distal is attributed to a component failure. A review of the instrument log for the force bipolar instrument (471405-06/k102111220071) associated with this event has been performed. Per logs, the force bipolar instrument was last used in a procedure (B)(6) 2022. Via system (B)(4). The alleged instrument had 4 uses remaining after the last procedural use. An event verification confirmed the procedure was performed on the reported event date. A review of the site's complaint history found that there were no other complaints for this product. No image or video of the procedure was provided for review. This complaint is being classified as a reportable malfunction due to the following conclusion: the force bipolar instrument reportedly would not open by using the instrument release kit (irk). The instrument had to be removed along with the cannula due to instrument damage. An instrument clamped on tissue could require surgical intervention to remove the instrument from the patient's tissue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is not applicable because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2 and h10. The force bipolar instrument was further investigated by the intuitive surgical, inc. (Isi) failure analysis engineer (fae). Upon inspection one grip cable is broken, and another grip cable is frayed. It is unclear from review of the pictures or investigation text why the customer removed the cannula together with the instrument. There is no damage on the proximal clevis shown in any picture or mentioned in the fa investigation text; however, dislodgment of the proximal clevis at the main tube interface is usually the most common reason why an instrument cannot be removed from a cannula. The broken grip cable could be related to why the jaws didn¿t open when using the instrument release key (irk).